Manufacturer narrative:
This product was received and tested by technical services and the failure was duplicated. The blade was plugged into a test ranger monitor and the monitor was powered on; no image appeared. Service complete. This MDR is being filed as result of a retrospective review.

Event description:
The customer reported that during a patient procedure, using a glidescope ranger, gvl 3, there was no image. No delay in the procedure or use of a back-up device was reported. No harm to patient or user was reported.